Manufacturer narrative:
Exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the ipg was no longer working and the patient experienced inadequate stimulation. No device malfunction was suspected. The patient underwent a revision procedure wherein the old ipg and lead were replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively and all explanted components were discarded.